Event description:
It was reported that a customer was hospitalized last night after the insulin pump gave an alarm, and delivered 140 units of insulin into his body. The alarm was explained to the caller, then the call was disconnected. Unable to contact the caller for further info. No info about the customer was gathered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.